Event description:
A positive immulite 2500 troponin result was obtained on a pt sample and reported to the physician. New samples were obtained and the troponin results were negative. Pt treatment was administered based on the initial positive troponin result. The pt was treated with aspirin, clexane and clopidogrel.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate any system error. It is suspected that a sample handing issue may have caused the discrepant result. No further eval of the device is required. The instrument is performing within specifications.